Event description:
Approximately three months post implantation, it was reported that the patient experienced a high priority alarm on the controller and subsequently performed a controller exchange to his back-up controller. The controller had been in use since the date of implant. A preliminary review of the controller log files revealed a loss of power followed by several controller exchanges on the reported event date.

Manufacturer narrative:
The controller and batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The returned controller ran normally with no fault alarms or errors. Functional testing revealed that (B)(4) contained a faulty cell pair which likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue. This is one of two reports (3007042319-2014-00710 and 01017) submitted for devices related to the same event.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.